Event description:
New information received states that the patient presented via remote transmission, atrial undersensing was noted. The patient was seen in clinic later. The suggested programming changes were not made. The patient was stable throughout and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited atrial undersensing. Programming changes were suggested. The patient was asymptomatic.